Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had multiple unexpected restarts. The customer stated that her blood glucose level was 250 mg/dl; however she was not sure. The customer stated that she changed the battery of the insulin pump, it counted down and alarmed unexpected restart. The customer was assisted in troubleshooting and she was able to clear the alarm as well as complete the pump rewind. The unexpected restart alarm reoccurred shortly after inserting a new battery into the insulin pump. She was advised to monitor the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart alarm noted during test.